Event description:
The manufacture representative reported that the patient recognized a loss of effect during the test phase. She checked the stimulation with the tango and couldn't connect with the verify. This error message appeared "serial number (B)(4) connection error. No lead(s) attached to cable. Ensure all connections are secure and tap retry. The verify had been disconnected and reconnected to the extension cable. Tango has been shut down and restarted. Extension cable has been observed to find damages. The manufacture representative tried to connect with another verify and tango but the same error appeared.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# (B)(4) serial#, implanted: (B)(6) 2021, product type: lead. Product ID 3560022, lot# (B)(4) serial#, implanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(4), ubd: 05-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2fnda, implanted: (B)(6) 2021, product type: lead. Product ID: 3560022, lot# va2fzru, implanted: (B)(6) 2021, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the percutaneous extension cable has become wet because the patient took a shower (verify has been disconnected). After the connector of the percutaneous extension cable has been dried overnight without attached verify, it has been possible to attach the verify to the percutaneous extension cable and connect with the tango. The stimulation could be turned on without any problems.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that after attaching the verify the next day and connect with a brand new tango they could switch on stimulation again. They patient could feel the stimulation the expected way. For now they don¿t have a feedback about how the therapy effects the patients problem.

Manufacturer narrative:
Continuation of d10: d product ID 3560022, lot# va2fzru, implanted: (B)(6) 2021, explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.